Event description:
Two full thickness holes were burned in the conjunctiva at 9 o'clock and 10 o'clock positions while receiving laser treatment for a blind eye. The pt was an african american female with a heavily pigmented conjunctiva. The dr said that g-probes are reused. G-probes are labeled and sold as single use devices. In addition, the treatment of pigmented or heavily pigmented conjunctiva is not recommended as stated in the sl/slx operator's manual chapter 12.